Event description:
It was reported that the patient received an alert for high, out of range pacing lead impedance. An increase in capture threshold was also noted. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.